Manufacturer narrative:
The insulin pump was returned without a battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip and cracked case near the display window corners noted during our visual inspection. Data analysis of the insulin pump history download shows that the between the dates of (B)(6) 2016 the pump had a daily total of 54u to 99.8u a day. Bolus total was 0.0u to 45.8u a day. Basal total was 52.2u to 54.0u a day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller did not know the cause of death. The caller stated that the customer was sick for a long time and the caller was unsure of how the customer passed. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer used sensors, however, the caller was unsure whether the customer was wearing a sensor at the time of death or not. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Customers spouse called back regarding our request for additional information relating to the passing of the customer. Spouse indicates that the customer passed away on (B)(6) 2016; the death certificate stated cause of death way a heart attack. Spouse stated that the customer was not hospitalized, the customer passed away at home. Spouse stated that the customer was wearing the insulin pump at the time of death however, the spouse does not have the insulin pump the customers cousin retrieved it from the funeral home due to the customer donated to the cousin. The insulin pump will not be returned.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.